Event description:
Event description boston scientific received information that this right ventricular lead was unable to capture the myocardium due to increased stimulation thresholds. During the revision procedure, the lead was unable to be repositioned due to adhesions on the tip of the lead. The lead was explanted and a new lead was successfully placed. No patient symptoms were reported.